Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer was treated with food. Customer's blood glucose value was 40 mg/dl at time of incident. Customer's current blood glucose value was unknown. Customer declined to troubleshoot for low readings. The product was not returned for analysis.